Event description:
During a cataract extraction procedure, particulate was seen in the pt's eye. An attempt was made to aspirate all the particulate; however, some remains. There has been no report of pt problems.